Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer also reported that the sensor was giving inaccurate readings. The customer's blood glucose was 29 mg/dl at the time of the incident. The customer stated that she had hypoglycemia. The time of the hospitalization was 1:30pm and the date of the hospitalization was (B)(6) 2015. The customer declined to troubleshoot. The sensor will not be returned for analysis.